Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5056682) in united states on 26-oct-2015 which refers to a female consumer of (B)(6) at the time of report who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Additional information received on 19-nov-2015. Consumer reported that after experiencing a lot of pelvic and back pain, her physician did an ultrasound and was unable to find the coils. He scheduled a laparoscopic surgery to explore. One coil was found in her abdomen and the other perforated through her fallopian tubes and extremely infected. She was put on antibiotics for 1 month and then underwent a bilateral salpingectomy to remove her tubes on (B)(6) 2010. Follow up received on 17-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on (B)(6) 2010 and experienced pelvic pain. An usg was performed and coils were not visualized. Upon laparoscopy surgery, migration to abdomen and fallopian tube perforation and infection were observed. Consumer was put on antibiotics for one month and bilateral salpingectomy was performed on (B)(6) 2010. Perforation and migration are serious events due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was performed, this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. Additional information was requested.

Manufacturer narrative:
Follow up 03-oct-2016: legal claim was received from lawyer on behalf of plaintiff. Plaintiff had essure inserted for birth control. After implant procedure, plaintiff began experience increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. On or about (B)(6) 2010, she underwent a bilateral salpingectomy to remove the coils. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on (B)(6) 2010 and experienced pelvic pain. An usg was performed and coils were not visualized. Upon laparoscopy surgery, migration to abdomen and fallopian tube perforation and infection were observed. Consumer was put on antibiotics for one month and bilateral salpingectomy was performed on (B)(6) 2010. Perforation, dislocation and salpingitis are serious events due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was performed, this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. Upon follow up receipt, case became legal. Therefore, further information may be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 15-feb-2016: despite follow-up attempts, no response was received to date. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on (B)(6) 2010 and experienced pelvic pain. An usg was performed and coils were not visualized. Upon laparoscopy surgery, migration to abdomen and fallopian tube perforation and infection were observed. Consumer was put on antibiotics for one month and bilateral salpingectomy was performed on (B)(6) 2010. Perforation and migration are serious events due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was performed, this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.